Event description:
The complainant reports an under delivery. Per the reporter, the pump alarmed dose fed when only half of the feed was delivered (determined by visual assessment).

Manufacturer narrative:
(B) (4). (B) (4). The device reported is an abbott product that is marketed internationally and is the same or similar to a device that is marketed domestically. Abbott (B) (4) standard procedure includes attempting to obtain all the required info from the source.